Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided prod and lot code since its release for distribution. Although unavailable for eval, it will not be unreasonable to expect poly material wear after approx ten yrs of implantation. The investigation could not verify or identify any evidence of prod error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.